Event description:
It was reported that during implant, the lead had high impedance and sensing difficulties when viewing values through the analyzer. It was advised to check the lead through the device since that is the true impedance. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.